Event description:
It was reported that a chest x-ray was performed two months after the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure which confirmed the device migrated. The plan was to continue to monitor however, the device protruded onto the epidermis and there was redness observed noted to be due to infection. Subsequently, a revision procedure was performed, and the system was explanted. The system is not expected to be returned. No additional adverse patient effects were reported.